Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the probe was not cutting; however, aspiration was present. The procedure was completed without known consequences or impact to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record (DHR) review was conducted. No anomalies were found during the DHR reviews. The product was released according to the manufacturer's acceptance criteria. A complaint lot history examination indicates there was one other complaint for this reported issue. No sample was returned for evaluation; therefore, visual and functional testing could not be conducted. The root cause for the reported issue cannot be determined; no sample was returned and the lot information indicates the product was released based on the manufacturer's acceptance criteria. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record (DHR) shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).